Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced successfully on (B)(6) 2014. No patient symptoms were reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.